Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio beep test failed. The customer¿s blood glucose level was unknown at the time of the incident. Customer report insulin pump had affected software version and audio beep test failed. The customer was assisted with troubleshooting and the pump audio beep did not work. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone/vibrate feature on the insulin pump functioned properly during testing.